Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges patient was hospitalized due to ketoacidosis; believes it was due to the allergic reaction that she was not absorbing insulin sufficiently, and her bg went high which led her going to the hospital. Caller reported that it feels uncomfortable at the site of insertion of the cannula, and she was not able to confirm if there was some pus. Treatment received was that she first used a corticoid-based ointment and then made use of oral antibiotics. She also reported that the microbiological test with the cannula, it accused a coagulase negative bacteria of the genus staphylococcus. While in the hospital patient had insulin administration by syringe. Requested return of the alleged device for evaluation.